Event description:
Olympus was informed that during a therapeutic laparoscopic procedure, a probe damage error occurred. There was no pt injury reported. The procedure was successfully completed using a different but similar device.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed the teflon pad was partially split from the upper jaw of the grasping section. However, no metal was exposed. This type of teflon pad damage can result from continuous activation of the output without tissue between the probe and the grasping section.